Event description:
I only recently started using the freestyle libre 3 cgm sensor. I was notified by the supplying pharmacy (B)(6) of a recall for a limited number of these sensors -- but the lot number for my 3-month supply (lot #t60002158) is not included in this recall. However in monitoring my glucose levels -- the libre 3 readings are running about 25-30% higher than me cross-checking these readings via finger stick and direct blood testing -- using my libre 2 reader that I still have and have doubly confirmed these tests via a freestyle lite reader that I have. I am worried that I will not receive an important low glucose alarm with the libre 3.